Event description:
It was reported that the insulin pump alarmed failed battery test and battery out limit. Customer's blood glucose was 11.3mmol/l. The customer was advised to check battery cap and battery compartment for damage. Advised customer the battery cap would be replaced and advised customer to monitor the insulin pump and call back for any issues persist. No further information provided.

Manufacturer narrative:
The time allotted and has provided as much information as is available to the company as of the submission date this report.